Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 414 mg/dl. Customer will treat the high blood glucose with a bolus or treatment. The customer declined to troubleshooting for high blood glucose. The product was not returned for analysis.